Manufacturer narrative:
Device not returned. Hcp responded that the issues resolved itself in a few days and no further issues have occurred since. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported rash. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.